Manufacturer narrative:
The engineer replaced the damaged cuvettes in addition to adjusting the mixer. The investigation determined the issue was resolved by the service actions, but a specific root cause could not be determined.

Manufacturer narrative:
The glucose reagent lot number and expiration date were requested, but not provided. The field service engineer found damaged cuvettes. The mixer was disassembled and adjusted. The mechanisms and photometer were checked. A cuvette blank was performed. The investigation is ongoing.

Event description:
The initial reporter stated they received questionable results for an unspecified number of patient samples tested for multiple analytes on the cobas 6000 c501 module. The customer provided data for three patient samples with discrepant glucose hk gen.3 results. The patient samples were re-tested due to inconsistency with the historical data of the patients. No units of measure were provided. The first sample initially resulted in a glucose value of 55 and it repeated as 111. The second sample initially resulted in a glucose value of 49 and it repeated as 90. The third sample initially resulted in a glucose value of 325 and it repeated as 445.